Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1. A total of two samples were submitted to the manufacturer for evaluation. One sample was heavily contaminated with blood, which prevented flushing and completion of the test. However, the second sample underwent visual inspection, during which no defects or abnormalities were identified. A luer taper test was performed on the sample, and failures were identified on both the arterial and venous lines. The sample also underwent a leak test, which indicated a failure at the blue patient connector, identified as the gvs connector. The reported defect is not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported by the user facility: event 1 - first patient. Our (B)(6) recently had a couple of issues with micro bubbles in their tubing specifically the arterial line. Details from our safety report: small fine air bubbles noted in arterial line of both patients. The first patient has a cvc, arterial line had a "fizzy appearance" which led to air bubbles being trapped in venous chamber. Dt/rn removed air on multiple occasions to prevent air in the line. No air noted to be in venous line. The second patient had a fistula. Small fine bubbles noted in extra corporeal line, but not in arterial needle line. For both patients no air noted in lines past venous chamber. Luer connects were secure for both patients, no visual apparent cracks noted at luer connection for either.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.